Event description:
It was reported that the patient presented in the clinic. Upon device interrogation, the right ventricular (rv) lead exhibited loss of capture. Programming adjustments were made; however, the rv lead was thereafter explanted and replaced. The patient's status was unknown.

Manufacturer narrative:
Further information requested but was not received.